Event description:
It was reported that while performing a cysto surgical procedure with the non cf resectoscope metal sheath, the tip broke off inside the pt. The surgeon was able to retrieve it. Prolonged the surgery time by one hour. No pt harm.

Manufacturer narrative:
Investigation of the instrument finds the fiberglass tip to be chipped and worn. Damage is consistent with customer misuse.